Event description:
Father of pt called to report an extreme low of 51 mg/dl the morning of (B)(6) 2010 (8:15 approx) resulting unconsciousness, seizures, and a call to paramedics. Paramedics treated with glucose in a tube. The pt responded very quickly and regained consciousness. There was no need to transport to the hospital. This was the pt's first use of the device, it was activated on (B)(6) by their educator. The blood glucose history the night before the event ((B)(6)) was 80mg/dl at 5:38 pm, 48 mg/dl at 7:49 pm and 77 mg/dl at 9:20 pm. The last insulin bolus range dosage recorded was earlier, at 1:41 pm, 3.25 units.

Manufacturer narrative:
The device was not returned for eval; we are unable to determine if some malfunction or product condition may have contributed to the pt's low blood glucose. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide emphasizes the importance of frequent blood glucose monitoring to detect issues promptly. In regards to low blood glucose, it says "hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm."